Event description:
It was reported that "after the catheter was inserted into the patient successfully, the pump failed to provide effective counterpulsation". As a result the pump was exchanged for another pump. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).other remarks: n/a.corrected data: n/a.